Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The control board connection was re-seated to resolve the reported issue.

Event description:
The hospital reported that the system was shutting down on its own resulting in a loss of mechanical ventilation. There was no report of patient involvement.